Event description:
A customer reported that the cc5 monitor shut off while monitoring a patient. The user was unable to reboot the monitor. A replacement monitor was put into use approximately 5 minutes later. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Device manufacture date unknown. Device shipped 12/2008.